Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 6.2 cm in diameter abdominal aortic aneurysm. It was reported that the final angiogram revealed that there was a distal type I endoleak coming from left iliac limb. A sheath injection inside the lumen of the endurant stent graft showed contrast flowing outside of the stent graft. Another endurant stent graft was used to reline the affected area. A second angiogram was taken after endurant stent graft was implanted revealing the resolution of proximal type I endoleak. The cause of the distal type I endoleak is currently unknown. No additional clinical sequelae were reported and the patient is fine.